Manufacturer narrative:
(B)(4). Customer complaint regarding memo bag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect can be confirmed. Closure wire was stuck out. The root cause of this complaint was determined as "unintentional user error related". Inside the white tube, where the wire end should be inserted and fixed by glue, were observed traces of glue. Manufacturing error has been ruled out. Opening of loop at the end of closure wire was caused by usage of excessive force within bag retrieval. As the root cause of this complaint was determined as "unintentional user error related", no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the physician was using the memobag during a surgery, the closure wire was sticking out from the wire storage part, and the wire cut the [physician's] finger. Therefore, he/she stopped using the memobag and replaced it with a new one to complete the procedure. No injury to the patient occurred. The physician bleed a little when cutting the finger, but the injury was minor. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "when the physician was using the memobag during a surgery, the closure wire was sticking out from the wire storage part, and the wire cut the [physician's] finger. Therefore, he/she stopped using the memobag and replaced it with a new one to complete the procedure. No injury to the patient occurred. The physician bleed a little when cutting the finger, but the injury was minor. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.